Event description:
It was reported that a high drain 105 alarm occurred at the end of therapy on the homechoice. This alarm indicates the patient drained greater than 200% of the maximum prescribed cycle fill volume in standard mode, indicating an increased intra-peritoneal volume event. The ultra filtration for drain five equaled 2884ml and the fill volume equaled 2600ml. The technical service representative assisted the home patient (hp) to clear the alarm and end the therapy. There was no patient injury or medical intervention associated with this event. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). The device was originally manufactured in 2006. The device was not returned; therefore, an evaluation could not be conducted. A service history review revealed no previous service events were related to the reported condition. A device history review was performed finding no exception, nonconformance, or rework that occurred during the manufacturing of the device. Should additional relevant information become available, a supplemental report will be submitted.